Event description:
It was reported that this right ventricular (rv) lead exhibited elevated pacing thresholds. A measurement of 5v at 0.4 ms was reported. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).